Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint of component on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. Insulin pump was received without original belt clip. Insulin pump had cracked display window, cracked case at display window corners, and cracked reservoir tube lip. No damage on belt clip slot noted. (B)(4).

Event description:
The customer reported via phone call that she had issues with blank displays. Customer's blood glucose level was 268 mg/dl. The display returned after troubleshooting. The self-test passed. The customer treated her blood glucose level with a manual shot. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.